Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: on (B)(6) 2020, block g4 in the supplement report 1 was filled in error. The correct date that boston scientific corporation became aware of the additional information was on (B)(6) 2019.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first to third shots did not go well when firing. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. **additional information received on (B)(6) 2020*** it was reported that the procedure performed was endoscopic variceal ligation.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: g4 (bsc aware date), b5 (procedure name)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6)2019. According to the complainant, during the procedure, the first to third shots did not go well when firing. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. **additional information received on (B)(6) 2020*** it was reported that the procedure performed was endoscopic variceal ligation.

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first to third shots did not go well when firing. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.